Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the patient returned for 2 month post-op follow-up where the mobi-c implant that was installed at the c5/6 level was found to have migrated; the inferior endplate was dislodged anteriorly near the esophagus. A revision was performed to remove both mobi-c implants at c5/6 and c6/7 and replace them with cages and a plate.

Manufacturer narrative:
D4 UDI number: (B)(4). H4: sep 21, 2021 or sep 3, 2021. Corrections in d4: UDI number, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation the provided x-rays show the migration of the lower level. Per the exponent report: "all retrieved device components (superior endplate, inferior endplate, and polyethylene insert) were examined macroscopically for signs of wear, iatrogenic damage, and impingement. The superior endplate and polyethylene insert had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the endplates did not have remnants of bone. The endplates and polyethylene insert had evidence of impingement damage. Mating marks consistent with impingement were observed on the superior and inferior endplates as seen below. Machining marks were observed on the backside surface of the polyethylene insert. The articulating surface of the polyethylene insert showed minimal wear with evidence of machining marks and multi-directional scratches." Potential cause root cause was unable to be determined. This event could possibly be attributed to the patient's ligamentous laxity, as mentioned in the complaint description. It could also be due to unknown patient, operational or traumatic factors. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient returned for 2 month post-op follow-up where the mobi-c implant that was installed at the c5/6 level was found to have migrated; the inferior endplate was dislodged anteriorly near the esophagus. A revision was performed to remove both mobi-c implants at c5/6 and c6/7 and replace them with cages and a plate.